Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 23 alarm (post-reset ram crc alarm), a power loss alarm and a sensor updating alert. The customer also reported a "sensor not ready" message. Blood glucose value at the time of event was 63 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-397a, mmt-7040b, mmt-332a, mmt-1884. Troubleshooting was performed for the pump error alarm and power loss alarm, the customer was able to clear the alarm and complete the rewind. Troubleshooting was partially performed for the low blood glucose event as the customer declined further troubleshooting. Troubleshooting was performed for sensor updating alert and the customer will be provided with a sensor replacement. Troubleshooting was performed for auto mode or smartguard and the customer was advised to call back as needed. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040b. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file shows on 7/6/2024 there was a pump error 23 alarms generated. Battery cycle 5.0 received the lowbatteryalert (104) on 07/05/2025 15:45:00 after more than 7 days at 22.87 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/12/2025 08:50:00 after more than 7 days at 19.23 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The complaints of pump error 23 and unexpected battery power loss are not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.